Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a (B)(4) transmission showing non sustained lead noise due to post paced t-wave oversensing on the ventricular lead. The device was reprogrammed and the patient is stable.